Manufacturer narrative:
Insulin pump received with scratched lcd display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of the insulin pump was cracked. The customer¿s blood glucose level was 101 mg/dl. The customer reported that the insulin pump got a hit by a metal gate. The customer reported. The customer reported that they were unable to read the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.